Manufacturer narrative:
Initial reporter e-mail: (B)(6). Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced a case of device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the syringe, used for bladder washing, it broke at the base and was leaking liquid.

Manufacturer narrative:
H.6. Investigation: no sample or photos received for investigation. A device history review was performed for reported lot 2106095, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Retained samples from the same lot were evaluated, no damage can be observed in any of the syringes and plunger is correctly assembled in all of them. Syringes do not present any breakage or damage in the barrels. Leakage test was performed, no leak observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. See h.10.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced a case of device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the syringe, used for bladder washing, it broke at the base and was leaking liquid.